Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer initially removed the cartridge and forgot to replace it, but after receiving instructions from technical support, the customer successfully reloaded the cartridge and resumed insulin delivery.